Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and high blood glucose. Blood glucose level at the time of the incident was 44 mg/dl which was treated with food. Customer's blood glucose level at the time call was 459 mg/dl. It was unknown that customer was using insulin pump or not within 48 hours of low blood glucose incident. Auto mode feature was inactive at the time of incident. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.